Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 460cc and experienced right implant defective valve leaking deflated post inflation during surgery. As a result, the patient had undergone explantation and replacement with saline mentor smooth round high profile 460cc on (B)(6) 2018, serial number (B)(4), lot number 7575432.

Manufacturer narrative:
On 08/09/18, it was reported to mentor that the device history record (DHR) for the lot number 7575432 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. Complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/03/18, it was reported to mentor that the device code was reported incorrectly in the initial report. The actual code should have been connection issue. On 08/07/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. Complaint was not confirmed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).